Event description:
It was reported that the customer had high blood glucose levels of 508 mg/dl. The customer reported that the blood glucose meter for the insulin pump was not communicating with the transmitter of the insulin pump. The customer also reported receiving a threshold suspend alarm from the insulin pump prior to the event. The customer was advised to change the entire infusion set. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.